Manufacturer narrative:
(B)(4).

Event description:
It was reported the device indicated non-sustained rv oversensing episodes. Post paced t-wave oversensing was detected. Programming changes were recommended.